Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having an issue with the monopolar energy functioning intermittently. The staff replaced the energy cord and the instrument and moved the connection to the alternate monopolar port; however, the issue persisted. The customer stated when the issue occurred, the instrument was not being recognized by the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised trying an additional energy cord, but the customer elected not to perform further troubleshooting during the call. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Generator log showed error c-84. The probable root cause cannot be determined based on the information provided and the results of the failure analysis. The reported event could not be confirmed, as the analysis identified no functional issues with the iesu.

Event description:
Refer to h11 for follow-up information.